Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the air and water supply volume did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip and a crack due to chemical or physical stress. It was also observed that the control section had corrosion due to deterioration or chemical stress. It was observed that switch 4 had wear due to physical stress caused by handling. It was also observed that there was a dent on the plastic distal end cover due to physical or chemical stress. Lastly, it was observed that the connecting tube had a scratch due to a handling issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the facility delays the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the facility flushes the air and water nozzle with detergent solution. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had air/water flow issues. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure, however, was completed with the same device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.